Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press, often requiring multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level, as the caller declined to provide specific details. Technical support assisted the customer by removing the pump from its case and provided instructions for using it, but the button issue persisted. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived. Instructions were given on putting the pump into storage mode before returning it, and the customer agreed to return the faulty pump using a pre-paid label within ten days.